Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, the f600 fuse was open. The cause of the inability to power on is the open fuse. The root cause of the open fuse cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.